Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. The procedure was completed with a readily available replacement device without any procedure delay. No adverse event was associated with the device.